Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block d4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Block g2 report source other: legal notice. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
Attached to an aisys fell forward and stuck the nurse anesthetist on the head. It was reported at the time of the event, the anesthesia provider complained of a "bump"? On his head and pain when the monitor fell forward, however no medical intervention was sought. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare's (gehc) investigation has been completed and the root cause could not be determined. Insufficient information was provided to determine the unit model and/or serial number, or to determine which part of the anesthesia machine allegedly contacted the health care provider's head, or if there was a malfunction of the device that led to the allegation of the injury. Additional information: d4 model no. Updated to cs2. D4 device identification number is updated to unknown. H4 date of device manufacture: update to year 2013. The month of manufacture is unknown.